Event description:
The facility reported a colleague infusion pump with a failure code of 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. The root cause of the reported problem was determined to be a faulty pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module for channel c. Should additional information be received, a follow-up medwatch will be submitted.